Manufacturer narrative:
The root cause of the patient's post-operative complications is unknown. There is no allegation at this time that a specific instrument or accessory manufactured by intuitive surgical, inc. (Isi) caused or contributed to the patient's post-operative complications. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the site's risk management department claimed that the patient may have developed post-operative brain hemorrhages related to possible metallic emboli. However, the cause of the patient's alleged and unconfirmed post-operative complications is unknown.

Event description:
It was reported by the risk management department of the hospital that a patient, who is also a neuro-radiologist, underwent a da vinci-assisted mitral valve repair procedure on an unspecified date in 2008. The patient is looking into the possibility that he developed post-operative brain hemorrhages related to metallic emboli. The patient's medical history is reportedly complicated and post-operative MRI findings have not been confirmed. No further clinical information was provided.